Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the surgical procedure. Additional information was requested on 01/26/2011, 01/28/2011, and 02/09/2011 by phone, fax, and mail. A completed questionnaire was received on 02/10/2011. (B)(4).

Event description:
A surgical technician reported that following bilateral intraocular lens (iol) implants, both lenses were exchanged due to mechanical failure. In a follow up phone call, the technician clarified that mechanical failure means the patient was unable to adapt to the multifocal lens. Posterior capsule opacification was observed and both eyes had yag laser procedures performed before the exchanges. For this eye, the patient had also reported halos. An unapproved viscoelastic was used during the surgical procedure. In a follow up, the surgeon reported he did not feel the iol caused or contributed to the event. The event resolved following the exchange procedure. There are two medical device reports associated with this event. This report is for the right eye.